Event description:
It was reported that during a da vinci assisted paraesophageal hiatal hernia that, the tip-up fenestrated grasper jaws were unable to meet up because part of the jaw was broken completely off. The tip-up fenestrated grasper was unable to be used on a patient. This damage happened while the instrument was being cleaned by reprocessing. The customer further stated that, the instrument had been used last on (B)(6) 2023, and nothing was wrong with the instrument at that time.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip-up fenestrated grasper jaw was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper had a broken grip at the grip base. The broken grip is related to the customer related complaint. A piece approximately 0.814" x 0.186" was broken off near the grip base. The broken piece was not returned. The complaint regarding the broken jaw was confirmed by failure analysis.